Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. Customer encountered a discrepant when running known patient as qc/validation with xpert xpress cov-2/flu/rsv plus (patient sample) and xpert xpress sars-cov-2 plus (validation). Customer collected a patient sample on (B)(6) 2022. Patient was showing flu-like symptoms at the time of collection and was in for suspected covid-19 infection. On (B)(6) 2022, customer processed sample per pi and ran on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (run 1). This was reported to the md. The customer was later validating their new xpress sars-cov-2 plus assay and needed an additional negative sample. The customer decided to use this particular patient sample as it resulted sars-cov-2 negative earlier in the day and the sample was still fresh. The customer decided to run this previously negative resulting sample on their genexpert with xpert xpress sars-cov-2 plus. On (B)(6) 2022, customer processed the sample per pi and ran it on xpert xpress sars-cov-2 plus which resulted in sars-cov-2 positive (run 2). Sample was stored at room temperature between tests. Customer did not report this to md and kept the patient result reported as negative. Due to the mixed results between xpert xpress cov-2/flu/rsv plus test and xpert xpress sars-cov-2 plus test, the customer decided to run this sample on both assays again, along with xpert xpress sars-cov-2. On (B)(6) 2022, customer processed the sample per pi and ran in on xpert xpress sars-cov-2 plus which resulted in sars-cov-2 positive (run 3). This was not reported to an md. On (B)(6) 2022, customer processed the sample per pi and ran it on xpert xpress sars-cov-2 which resulted in sars-cov-2 positive (run 4). This was not reported to an md. On (B)(6) 2022, customer processed the sample per pi and ran it on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (run 5). This was not reported to an md. There was no known deterioration of health due to this discrepancy. This was a case where the customer wanted assurance about the possible root causes of variable results during verification of the sars-cov-2 plus assay compared to the 4plex, 4plex plus, and previous version of the standalone product. Review of the lab information shows that the results of these variable results have CT's on the late side and therefore results in lower reproducibility. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. Customer encountered a discrepant when running known patient as qc/validation with xpert xpress cov-2/flu/rsv plus (patient sample) and xpert xpress sars-cov-2 plus (validation). Customer collected a patient sample on (B)(6) 2022. Patient was showing flu-like symptoms at the time of collection and was in for suspected covid-19 infection. On (B)(6) 2022, customer processed sample per pi and ran on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (run 1). This was reported to the md. The customer was later validating their new xpress sars-cov-2 plus assay and needed an additional negative sample. The customer decided to use this particular patient sample as it resulted sars-cov-2 negative earlier in the day and the sample was still fresh. The customer decided to run this previously negative resulting sample on their genexpert with xpert xpress sars-cov-2 plus. On (B)(6) 2022, customer processed the sample per pi and ran it on xpert xpress sars-cov-2 plus which resulted in sars-cov-2 positive (run 2). Sample was stored at room temperature between tests. Customer did not report this to md and kept the patient result reported as negative. Due to the mixed results between xpert xpress cov-2/flu/rsv plus test and xpert xpress sars-cov-2 plus test, the customer decided to run this sample on both assays again, along with xpert xpress sars-cov-2. On (B)(6) 2022, customer processed the sample per pi and ran in on xpert xpress sars-cov-2 plus which resulted in sars-cov-2 positive (run 3). This was not reported to an md. On (B)(6) 2022, customer processed the sample per pi and ran it on xpert xpress sars-cov-2 which resulted in sars-cov-2 positive (run 4). This was not reported to an md. On (B)(6) 2022, customer processed the sample per pi and ran it on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (run 5). This was not reported to an md. There was no known deterioration of health due to this discrepancy.